Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapies for peritoneal dialysis (pd) via capd (continuous ambulatory peritoneal dialysis). At the time of this report, the action taken with dianeal pd2 therapies was not reported. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy drain. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event of peritonitis. On an unreported date in (B)(6) 2012, the patient began piptaz (4.5gm, IV, frequency not reported) as remedial therapy for the peritonitis. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.